Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2011. The patient has an sjm scs system and defibrillator. It was reported that the defibrillator had triggered on a couple of occasions. The first trigger was due to low potassium, but the reason for the second trigger was inconclusive. An sjm representative informed the patient that the scs system may have adversely affected the programming of the defibrillator, and that if his defibrillator had a pacing component it was contraindicated with the scs system. The sjm pacer rep, implanting physician, and cardiologist are aware of the contraindication. The patient was reprogrammed by an sjm representative, but feedback on the outcome was not received. No further information is available at this time.